Event description:
It was reported the patient had a scheduled appointment with the general practitioner on (B)(6) 2013 for some painful swelling over the lead extension wound. It was noted that the patient was prescribed 5 days of antibiotics. It was noted that the wounds appeared to be dry and clean with some minimal discoloration that the health care professional (hcp) ¿advised was related to healing rather than anything else.¿ this occurred on (B)(6) 2013. It was noted that blood was taken to check the c-reactive protein (crp) on (B)(6) 2013. It was noted that the crp level was less than 5, so it was within an acceptable level. It was noted that the event was resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
Product ID: 3998, lot# 0207130351, implanted: (B)(6) 2013, product type: lead. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3998, lot# 0207130351, implanted: (B)(6) 2013, product type: lead. (B)(4).